Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that have been experiencing texium leaks. Switched to subset and still experiencing leaks.

Manufacturer narrative:
The customer reported they have been experiencing texium leaks, and returned one video of a texium connector leaking when connected to another set. The material and lot reported is unknown, but the video verifies this is for a texium set. The complaint of texium leakage is verified. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was not performed as the lot number is "unknown" for this complaint.